Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal/ removal (base)') in a (B)(6) female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal/ removal (base)') in a 35-year-old female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("myometrial tissue reveals a coiled, ragged metallic essure coil within the cornual region of the uterine body tissue.") In a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of colonoscopy in 2014 and menopausal symptoms, tonsillectomy & adenoidectomy, dyspareunia, irregular periods and menopausal symptoms. Concurrent conditions were listed as dyspareunia and irregular periods. The only concomitant product mentioned was spironolactone. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (supracervical hysterectomy bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: the tan-pink, rubbery and finely trabecular myometrium measures up to 2.7 cm in thickness. Sectioning of the myometrial tissue reveals a coiled, ragged metallic essure coil within the cornual region of the uterine body tissue. Dentified within the proximal third of the tube lumen is a silver metallic essure coil. The coil grossly appears confined to the tube lumen with no defects or additional focal abnormalities. Noted towards the proximal end of the tube is a short, focally disrupted segment of silver metallic essure coil. The coil is approximately 0.2 cm in length. The coil grossly appears confined to the tube lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2022: mr received. Reporters added. Medical history added. Lab data added. Event medical device removal updated as embedded device. Events added. Concomitant drug added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.